Event description:
It was initially reported by the company representative that the patient almost fell out of sling which was not in good size. There was no injury reported. Reference MFR # 3007420694-2014-00002.